Event description:
The FDA medical device reporting team provided report (mw5110770), that was received through FDA¿s medwatch program. Two individuals were referenced in the medwatch report. This MDR is to document individual (B)(6). Customer reports they had covid in (B)(6)and the cue covid-19 test for home and over the counter (otc) use was consistently negative despite both rapid tests (unspecified brand) and pcr tests (unspecified brand) performed in the same window were providing positive results. Rapid test (unspecified brand) performed on (B)(6) 2022 provided a positive result. Rapid tests (unspecified brand) and pcr tests (unspecified brand) performed the same week also provided positive results.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.